Event description:
It was reported that the right ventricular (rv) lead had slightly dislodged. During repositioning attempts, it was difficult to move the lead. The pace/sense portion of the lead was capped and the high voltage coil remains in use. A chronic pace/sense lead was reactivated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.